Manufacturer narrative:
Missing propellant can not be confirmed in this device. The serial number of the device is included in the synchromed? Ii missing propellent recall and physician communication dated 2008.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and the pain was not being controlled. The pump was last filled with 20ml. At last refill, the hcp obtained more volume than expected. The volume discrepancy is less than 25%. The expected reservoir volume was 6.8 ml while the actual reservoir volume was 8 ml. The patient also reported a "chemical taste in his mouth" as well as severe symptoms. The patient was working with the hcp to determine if the pump would be explanted and replaced due to concerns that the pump may be missing propellant as it is in the suspected population. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). No intervention was required to prevent a permanent impairment. Further review indicated that this pump was not part of the population at risk for missing propellant.

Event description:
Additional information received reported there was intermittent return of patient symptoms. The patient experienced severe pain, metallic taste, and a clear loss of efficacy. No alarms were noted. No device troubleshooting was noted. The device was not replaced due to worker's compensation refusal. The pump contained a mixture of morphine and clonidine.

Event description:
It was unknown if the event was related to the implanted devices. On (B)(6) 2009, fentanyl was added to the pump. No motor stalls were noted on the event logs. The patient outcome was reported as "no injury/non-serious injury / illness.